Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a retrospective review of our complaints. Investtigation ongoing.

Event description:
On (B)(6) 2025, customer complaint was received on 809 readylance safety lancet-21g,3.0mm. Customer complained that a blood donor identified metal stuck in his finger following a procedural finger prick on (B)(6) 2025. During a followup on (B)(6) 2025, the donor was able to squeeze the metal out of his finger.